Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse found fluid on the floor of the unit. He found the tank leaking from the heater assembly on the tank. He replaced the tank and verified the system specifications. He ran an empty cycle and the unit met manufacture specifications.

Event description:
The customer reported that their reservoir was leaking disinfectant. The customer confirmed that cidex opa was leaking from the unit. The customer stated that there were no physical complaints reported. The asp field service engineer (fse) went to the facility to repair the unit.